Event description:
The customer contact reported the device touchscreen would not calibrate. The device was sent to the biomedical department for an unspecified reason. No tracking information was provided, therefore patient, medication, and pump programming parameters were not available. There were no reports of any adverse patient events, delays in critical therapy, or necessity for medical intervention. No additional information was provided.

Manufacturer narrative:
Device has been received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.